Manufacturer narrative:
(B)(4).

Event description:
It was reported that pneumothorax occurred during the implant procedure. The patient did not experience any symptoms associated with pneumothorax. A chest tube was implanted and the procedure was completed.